Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the atrial lead exhibited noise. No intervention was made. The patient was stable.